Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. System check data and sample info were not provided by the customer. Pt sample was not supplied to customer product line support (cpls) lab for further analysis. The root cause of the event is unk. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Med decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-02055.

Event description:
The customer reported elevated troponin I (accutni) pt results above the acute myocardial infarction (ami) cutoff from one pt's samples involving access 2 immunoassay system. This is report number two of two. It is unk if the elevated results were reported out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.